Manufacturer narrative:
As reported, the balloon of a 5mm x 4cm x 80 powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter ruptured during initial inflation when it was inserted and attempted to be inflated at its nominal pressure. Therefore, it was replaced with a new non-cordis balloon catheter and the procedure was completed. There was no reported patient injury. The lesion was the right superficial femoral artery which had 70% stenosis and severe calcification. An ipsilateral approach was made. An unknown wire (35) crossed the lesion. The device was not returned for analysis as it was discarded. A product history record (phr) review of lot 82146473 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of severe calcification and 70% stenosis may have contributed to the reported event, as it is known that calcium may damage balloon material. However, without return of the product for analysis, it is difficult to draw a clinical conclusion between the device and the reported event. According to the safety information in the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the balloon of a 5mm x 4cm x 80 powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter ruptured during initial inflation when it was inserted and attempted to be inflated at its nominal pressure. Therefore, it was replaced with a new non-cordis balloon catheter and the procedure was completed. There was no reported patient injury. The lesion was the right superficial femoral artery which had 70% stenosis and severe calcification. An ipsilateral approach was made. An unknown wire (35) crossed the lesion. The device will not be returned for evaluation because it was discarded.